Event description:
(B) (4) has received a medwatch form from an attorney's office that alleged that a fall was experienced at a nursing home during a transfer using a manual patient lift distributed by (B) (4). It is alleged that a (B) (6) female resident of the nursing home was being transferred in a hoyer lift from the geri-chair to her bed by two direct care givers. As the resident was being transferred, the legs of the hoyer lift closed and lift titled over. The certified nursing assistant and family member lowered the resident to the floor. While being lowered to the floor, the resident's left leg struck the foot of the bed and the floor. Allegedly, the resident suffered a left hip fracture from the fall. After the initial report was received, we have contacted the attorney office for detailed information on the product; however, no additional information has been provided to drive. Based on the serial numbers, we are not able to identify the manufacturer of this product. This MDR report is based on the attorney letter and the voluntary medwatch form.